Event description:
I went to (B)(6) in 2013 I had lasik surgery I was told I would never have to wear glasses again and it's not painful to get the procedure done the day. I got the procedure done after I got home I could not see for 3 days and I wore patches on my eyes I could not even take care of my son or myself cuz I could not see now every year my eyes are getting worse and worse I cannot see without glasses on my face. I'm scared to go to the eye doctor I'm scared they're going to tell me I'm going blind and the procedure hurt it felt like I got punched in my eyeball on both eyes. If I take my glasses off I can't even see someone's face and my eyeballs hurt all the time and it's 2023 it's only going to get worse I'm thinking about getting a hold of an attorney this is permanent damage to my eyes.